Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed align tests and mix tests, which showed that the sample and reagent probes were out of alignment and the sample probe mixing was not within the acceptable range. The cse realigned the sample 1 and reagent 1 probes and replaced the sample probe 1 mixer. The align and mix tests were repeated and passed. Quality controls were run and resulted within range. The cause of the discordant glucose results was related to malfunctions of the the reagent and sample probes and mixer. The dimension vista system operator manual provides guidance for results with abnormal assay errors: "the message indicates that expected absorbance/kcounts were not met for a specific cuvette or loci reaction vessel. The result cannot be reported. Rerun the sample." The cause of the flagged glucose results being reported to the physician(s) is a user error. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer contacted the siemens customer care center (ccc) after patient results for glucose on a dimension vista 1500 instrument were flagged with abnormal assay errors. The results had been reported to the physician(s). The samples were repeated on an alternate dimension vista instrument and resulted without error and did not match the flagged results. The corrected reports were issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant glucose results.